Manufacturer narrative:
The customer declined to have the service evaluate the system and cancelled the service call. The system was rebooted and functionality was restored. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided. The system was returned back into service.

Event description:
The customer reported that the system would not light up properly. Further information from the fse determined that the system intermittently failed to boot to a usable state. No pt serious injury or death was reported related to this event.